Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of message - error code 1003 was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected this product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Correction to section e, initial reporter.

Event description:
It was reported that during an office check, the health care professional (hcp) found difficulty interrogating this cardiac resynchronization therapy defibrillator (crt-d). Upon paging a local field representative and completing the interrogation, a code 1003, which states that the voltage is too low for projected remaining capacity was displayed as well as an alert for tachycardia therapy programmed off. Technical services (ts) was consulted, and device being past the end of life was suspected. As a result, device replacement was recommended. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that during an office check, the health care professional (hcp) found difficulty interrogating this cardiac resynchronization therapy defibrillator (crt-d). Upon paging a local field representative and completing the interrogation, a code 1003, which states that the voltage is too low for projected remaining capacity was displayed as well as an alert for tachycardia therapy programmed off. Technical services (ts) was consulted, and device being past the end of life was suspected. As a result, device replacement was recommended. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Correction to section e, initial reporter.

Event description:
It was reported that during an office check, the health care professional (hcp) found difficulty interrogating this cardiac resynchronization therapy defibrillator (crt-d). Upon paging a local field representative and completing the interrogation, a code 1003, which states that the voltage is too low for projected remaining capacity was displayed as well as an alert for tachycardia therapy programmed off. Technical services (ts) was consulted, and device being past the end of life was suspected. As a result, device replacement was recommended. No additional adverse patient effects were reported. This device remains in service.